Manufacturer narrative:
Concomitant products: product ID 37742, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 377660, lot # v009048, implanted: (B)(6) 2006, product type lead; product ID 3708260, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3487a-33, lot # v008877, implanted: (B)(6) 2006, product type lead; product ID 3487a-33, lot # v000833, implanted: (B)(6) 2006, product type lead; product ID 377660, lot # v009048, implanted: (B)(6) 2006, product type lead; product ID 3487a-33, lot # v008877, implanted: (B)(6) 2006, product type lead; product ID 3487a-33, lot # v000833, implanted: (B)(6) 2006, product type lead. (B)(4).

Event description:
It was reported the patient¿s stimulation was only helping to a certain extent and only providing them with some pain relief. The patient noted they have several reprograms on several times but when they turn up the stimulation, certain positions cause pain and their back muscles get tight. Their pain is normally in the lower back and legs and was getting worse. Their health care provider (hcp) noted the event was attributed to the lead but that it hadn¿t changed positions and the patient had grown used to the stimulation. The patient later reported on (B)(6) 2014 they had not been using their device due to a lack of therapeutic effect and for the problems previously noted. The patient was tired of going back to their hcp for reprogramming and wished to explore the option of a pain pump. The patient has had a history of pain since 1993 and depression prior to 1993. They have also had a herniated/ruptured disc. The patient was on 11 different medications and sometimes they hallucinate. They drink a lot of water and urinate a lot. The patient stated the think about killing themselves every day but is not going to actually act on it but it is how they feel. They have also had previous ect treatment that resulted in a loss of their childhood memories. The patient was receiving multiple prescriptions from various prescribers in recent months. Additional information was received on (B)(6) 2015 indicating that the patient just got an implantable neurostimulator (ins) replacement on the day of the report. The battery was from 2006 and due to battery depletion time, and stimulation not blocking the patient¿s pain was reason for getting the replacement. The patient was at home at the time of the report and had not eaten since 10:30am on the day of the report. The patient suffered from ocd and depression from their back pain. The stimulator stopped blocking pain years ago and did not remember the timeframe. It was noted that was not just the only problem they had with the stimulator.